Manufacturer narrative:
The suspect medical device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. No lot number was provided; thus, the device history record could not be reviewed and a search of the complaint database could not be performed.

Event description:
Literature article reported during single-session ivc filter retrieval and iliocaval recanalization, en snare was used as the primary retrieval method. Advanced techniques were required in many cases due to filter embedment, tilt, or fibrinous capsule formation. Reported complications included one major adverse event (acute pulmonary edema post-procedure requiring ICU stay) and one minor adverse event (contained caval perforation after adherent filter retrieval).